Event description:
The pt underwent a two level cervical fusion surgery. During a follow-up check, it was discovered that two screws were broken. There appears to be fusions at both levels. The pt stated they are not experiencing any problems and/or interference with their work requirements. As such, the surgeon has opted not to perform a revision surgery at this time. But will continue to monitor the pt closely.